Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found ruptured dso seal, worn keypad overlay, cracked battery compartment, cracked battery door, malformed rear housing, and damaged uso seal. Error log review found very high numbers of "high alarm displayed: downstream occlusion" reports, which pointed to a faulty dso sensor. The complaint of a faulty select key was replicated. No action taken for the reported problem as the sum of required repairs needed was deemed uneconomical. The device is to be scrapped.

Event description:
It was reported that the select key on device was faulty and the device was returned for direct repair. There was unknown patient involvement. Analysis found, inter alia, a faulty dso sensor and damaged uso seal.